Event description:
Healthcare professional reported after injection to the nasolabial folds with juvederm voluma patient developed delayed hardened nodules. Patient was treated with cyclin and corticoid. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hardened nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.